Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
A patient death was reported on (B)(6) 2014. This report is regarding a patient enrolled in a clinical study. A (B)(6) year old male patient was admitted to the hospital on (B)(6) 2014, for out of hospital cardiac arrest hypothermia therapy. An IV bolus of normal saline and anti-shivering medications were initiated. A zoll quattro catheter was inserted into the right femoral vein after one attempt. The in-dwell of the catheter is unknown. The patient suffered dysrhythmia on (B)(6) 2014 and subsequently expired on (B)(6) 2014. The site reported that this event was not related to the procedure or a device malfunction.